Event description:
The caller reported the aviva combo meter display is broken. The device was returned and evaluated by the manufacturer. During the final investigation a solid line across the display was seen.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.